Event description:
The customer tested 202mg/dl and took 38 units of novolin n and 2 units of novolin r. She reports that the customer retested 4 hours later with a result of 144 mg/dl, but felt faint, dizzy, and had a headache. The customer was unable to treat her symptoms and her relative gave her glucose water to elevate her blood glucose. Quality controls were used and reportedly fell outside acceptable limits. Requested return of suspect device and replacement was sent.